Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'intermittent powering off when front case is touched' which was not reproduced. 'Intermittent powering off ' was verified through a review of the event history log and found to be caused by depressed battery pins. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump intermittently powered off when the front case was touched. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.